Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold rotary s1 25mm broke during use. Doctor was able to bypass and complete the procedure. No injury occurred.

Manufacturer narrative:
Investigation results. DHR. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Other. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented (see notes). Case can be re-opened if product is received.